Manufacturer narrative:
Correction: unique device identifier (UDI)#. Added pi to the unique device identifier (UDI)# field.

Event description:
It was reported that there was an over infusion of heparin to a patient admitted with upper back pain, who "coded" following admission and was admitted to ICU with posterior segment elevation myocardial infarction. The heparin (heparin 25,000 units/500ml) was intended to infuse at a rate of 16ml/hour (800 units/hour), however the medication bag was found to be empty unexpectedly quickly. The heparin infusion was started at 0401, and the entire 500ml bag was noted to be empty at 0520. The patient's partial thromboplastin time was 25.3 seconds on the initial blood draw at 0120, then jumped to >169 seconds following the over infusion. The patient did not receive the antidote because their blood pressure was too low, according to the intensivist. The patient expired later that morning. The clinician indicated the cause of death was multifactorial. The clinician indicated the patient had a large posterior segment elevation myocardial infarction, "coded", achieved return of spontaneous circulation, and was on multiple vasopressors.

Manufacturer narrative:
Correction: describe event or problem , unique device identifier (UDI)#, PMA / 510(k)#.

Event description:
It was reported that there was an over infusion of heparin to a patient admitted with upper back pain, who "coded" following admission and was admitted to ICU with posterior segment elevation myocardial infarction. The heparin (heparin 25,000 units/500ml) was intended to infuse at a rate of 16ml/hour (800 units/hour), however the medication bag was found to be empty unexpectedly quickly. The heparin infusion was started at 0401, and the entire 500ml bag was noted to be empty at 0520. The patient's partial thromboplastin time was 25.3 seconds on the initial blood draw at 0120, then jumped to >169 seconds following the over infusion. The patient did not receive the antidote because their blood pressure was too low, according to the intensivist. The patient expired later that morning. The clinician indicated the cause of death was multifactorial. The clinician indicated the patient had a large posterior segment elevation myocardial infarction, "coded", achieved return of spontaneous circulation, and was on multiple vasopressors. A report was received from health canada's canada vigilance program which states, "the pump was programed for 800uts/hr. And should have infused at 16ml/hr. But the patient received an entire bag of heparin in approximately 1 hour. The consequences of that were an extremely high ptt. The patient was not able to receive the antidote due to clinical condition (low bp) as decided by ICU. The patient passed but the cause of this was multifactorial"

Event description:
It was reported that there was an over infusion of heparin. The heparin was intended to infusion at a rate of 16ml/hour, however the medication bag was found to be empty unexpectedly quickly. The event occurred between 3:30am and 5:30am.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No devices received, log review only.

Event description:
It was reported that there was an over infusion of heparin to a patient admitted with upper back pain, who "coded" following admission and was admitted to ICU with posterior segment elevation myocardial infarction. The heparin (heparin 25,000 units/500ml) was intended to infuse at a rate of 16ml/hour (800 units/hour), however the medication bag was found to be empty unexpectedly quickly. The heparin infusion was started at 0401, and the entire 500ml bag was noted to be empty at 0520. The patient's partial thromboplastin time was 25.3 seconds on the initial blood draw at 0120, then jumped to >169 seconds following the over infusion. The patient did not receive the antidote because their blood pressure was too low, according to the intensivist. The patient expired later that morning. The clinician indicated the cause of death was multifactorial. The clinician indicated the patient had a large posterior segment elevation myocardial infarction, "coded", achieved return of spontaneous circulation, and was on multiple vasopressors.

Manufacturer narrative:
Omit: f24 - insufficient information. Correction: adverse type, death?, describe event or problem, type of reportable events. Additional information: age at time of event, age unit, date of birth, sex, weight, weight unit, event attributed to, date of death, imdrf annex f code and manufacturer narrative. Investigation summary: the reported issue that there was an over infusion of heparin could not be confirmed via the event log only investigation. The event log review could not confirm the report that on the date (B)(6) 2024 at the time of 0401 an infusion heparin was started and at the time of 0520 the heparin bag was found empty. The received event logs (pcu and suspect pump module) showed that the infusion of heparin at 25000unit/500ml was started at the time of 6:21 am on the date (B)(6) 2024. The infusion dose was set at 800 unit/h (rate=16ml/h) with the volume to be infused (vtbi) at 500ml. The event log review noted the clinician was having problems with the heparin infusion programming between the time of 4:58 am and 6:21 am. The clinician began with a concentration at 25000unit/500ml with the infusion rate at 800ml/h. The programming resulted in hard guardrails alerts the dose of 40000 unit/h exceed the limit of 3500unit/h. The clinician attempted infusion rate entries of 800ml/h and 500ml/h but received the same guardrails alert. The clinician then attempted various concentrations at 800unit/800ml, 2500unit/25000ml, 500unit/25000ml, and 2500unit/500ml but received guardrails alerts of possible overdose because the concentrations were below the limit of 25 unit/ml. The heparin infusion that was successfully started at the time of 6:21 am was manually stopped at the time of 7:47 am with a selection of the pause key. Prior to the starting of the infusion there was a 2 second duration alarm of the safety clamp open. The duration time suggests the administration set was inserted into the device and is not believed to be associated with the over infusion. The total volume infused for the heparin infusion was recorded at 23.031ml. The system was shut down at the time of 7:49 am. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of a pcu event log. This is not a function of the event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered. The pcu event log could not determine why the heparin infusion that was programmed to infuse for approximately 31 hours was terminated early after only infusing for approximately 1 hour 20 minutes. The devices and administration set were requested but not provided by the facility for analysis; therefore, they could not be inspected or tested. Per product labeling, the alaris system user manual (v12.1) states within warnings and cautions, ¿to prevent a potential free-flow condition, ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door.¿ it is not known if any of the preceding conditions may have existed at the time of the reported incident. The alaris system user manual, door keypad artwork, and the quick reference guide remind the user to ¿close the roller clamp before opening the door¿. The administration sets roller clamp should be the primary means of controlling fluid flow when the device door is opened. The requested device error logs were not provided by the facility, but the event logs did not record any malfunctions occurring during the heparin infusion. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause for the reported issue that there was an over infusion of heparin was not able to be identified from the event log only investigation. The requested devices were not provided by the facility for analysis.

Manufacturer narrative:
Omit : a24 - adverse event without identified device or use problem (2993), g07001 - part/component/sub-assembly term not applicable, b15 - analysis of information provided by user/third party, c19 - no device problem found, d14 - no problem detected, b17 - device not returned, c20 - no findings available, concomitant med prod data(8015). Additional information : device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex a, g, b, c, d codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Additional information : other relevant history, device eval by manufacturer?, imdrf annex b code, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary the report of an over-infusion of heparin was confirmed through log analysis and attributed to a user programming error, which revealed a discrepancy between the reported heparin concentration of 25000u/500 ml and the entered concentration of 800 u/500 ml. The concentration entry error resulted in a pump calculated rate of 500 ml/h when a dose of 800 u/h was entered. The report indicated the desired rate was 16 ml/hour. The event log review could not confirm the report that on the date 25apr2024 at the time of 0401 an infusion heparin was started and at the time of 0520 the heparin bag was found empty. The inspection and testing process did not find any existing malfunctions. The suspect pump module was found to be infusing within specifications with no observances of unregulated flow occurring. The sear was also found to be properly closing the administration set safety clamp when the door was opened after unregulated flow testing, the suspect pump module was programmed to perform a one-hour system level rate accuracy test at the incident infusion rate of 16ml/hr and test results measured the actual rate at 15.43ml/hr (-3.55% error) indicating the device is within specification after rate calibration having no incidents of unregulated flow occurring during the testing. No errors were observed on both pcu and suspect pump module on the reported date of the event. Review of the suspect pump module error log showed no malfunctions relevant to the facility¿s complaint. On the date (B)(6) 2024 at the time of 2:25 am, the clinician was recorded to select heparin (acs) (drugid=251) from guardrail drugs. The heparin selection was a custom concentration with the clinician entering a drug amount of 800 units and a diluent volume 500 ml. The intended concentration had been 25000u/500 ml. The entry error resulted in a soft guardrail concentration alert which the user accepted and continued programming the infusion. The dose was entered correctly at 800 u/hr but because of the concentration error the infusion rate calculated to 500 ml/h instead of the intended 16 ml/h. The infusion started at 2:27 am but was paused a short time later by the clinician with a primary volume infused of 4.171 ml. At 2:31 am the suspect was programed to continue the infusion with a volume to be infused of 495.004ml. The infusion finished at 3:33 am with a reported primary volume infused of 511.403ml ml after infusing for 61 minutes. The administration set was requested but was not returned; therefore, it could not be inspected or tested. Root cause: the root cause for the report of over infusion of heparin was able to be identified from the log analysis and is being attributed to user programming error. The suspect pump module was found to be infusing within specification, and the sear was found to be properly closing the safety clamp when the administration set is removed. Note that this report lists imdrf annex a0401, g02017. C07, codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that there was an over infusion of heparin to a patient admitted with upper back pain, who "coded" following admission and was admitted to ICU with posterior segment elevation myocardial infarction. The heparin (heparin 25,000 units/500ml) was intended to infuse at a rate of 16ml/hour (800 units/hour), however the medication bag was found to be empty unexpectedly quickly. The heparin infusion was started at 0401, and the entire 500ml bag was noted to be empty at 0520. The patient's partial thromboplastin time was 25.3 seconds on the initial blood draw at 0120, then jumped to >169 seconds following the over infusion. The patient did not receive the antidote because their blood pressure was too low, according to the intensivist. The patient expired later that morning. The clinician indicated the cause of death was multifactorial. The clinician indicated the patient had a large posterior segment elevation myocardial infarction, "coded", achieved return of spontaneous circulation, and was on multiple vasopressors. A report was received from health canada's canada vigilance program which states, "the pump was programed for 800uts/hr. And should have infused at 16ml/hr. But the patient received an entire bag of heparin in approximately 1 hour. The consequences of that were an extremely high ptt. The patient was not able to receive the antidote due to clinical condition (low bp) as decided by ICU. The patient passed but the cause of this was multifactorial"

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that there was an over infusion of heparin to a patient admitted with upper back pain, who "coded" following admission and was admitted to ICU with posterior segment elevation myocardial infarction. The heparin (heparin 25,000 units/500ml) was intended to infuse at a rate of 16ml/hour (800 units/hour), however the medication bag was found to be empty unexpectedly quickly. The heparin infusion was started at 0401, and the entire 500ml bag was noted to be empty at 0520. The patient's partial thromboplastin time was 25.3 seconds on the initial blood draw at 0120, then jumped to >169 seconds following the over infusion. The patient did not receive the antidote because their blood pressure was too low, according to the intensivist. The patient expired later that morning. The clinician indicated the cause of death was multifactorial. The clinician indicated the patient had a large posterior segment elevation myocardial infarction, "coded," achieved return of spontaneous circulation, and was on multiple vasopressors.